Event description:
It was reported that the handpiece caused an erro 3, handpiece error, when connected to generator. The error could not be cleared, and a second handpiece was used to complete case. No patient consequences reported. No other information about procedure type available.

Manufacturer narrative:
Analysis summary": based on analysis results, this complaint is now determined to be a MDR malfunction. The hp054 and piece was returned with a loose mount. In addition, the continuity test failed between the mount and the pin #3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.